Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with blood glucose reaching 297 mg/dl and later measuring 269 mg/dl and steady; 2.70 units of insulin were on board, the infusion site cannula appeared straight, and the user applied a new infusion set and reconnected the existing tubing after confirming drops. Symptoms included elevated blood glucose. Outcomes included reduction of blood glucose to 150 mg/dl after eating and announcing. Investigation included guided troubleshooting of infusion site integrity and replacement of the infusion set with verification of insulin flow. Investigation of this case revealed no confirmed device malfunction, and the event was consistent with hyperglycemia of unclear cause with possible infusion site or delivery factors mitigated by set replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.